Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The device(s) remained in the patient. Consequently, a direct product analysis was not possible. H6 - component code, 515 (stent) updated. H6 - investigation findings, 213 (no device problem found) updated. H6 - investigation conclusions, 4315 (cause not established) updated.

Manufacturer narrative:
As the following devices were used as an overlapping system they will be included in this report : (jhjr060502j/(B)(4)) UDI ¿ (B)(4), (jhjr071502j/(B)(4)) UDI - , (B)(4), and (jhjr060502j/(B)(4)) UDI - , (B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using non-gore stent for the right external iliac artery lesion. The post-ballooning was performed using non-gore pta balloon, then the blood vessel ruptured, and bleeding occurred. The first gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) (jhjr071502j/(B)(4)) was deployed. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx) (bxa083901j/(B)(4)) was deployed to extend the device proximally, and the second viabahn (jhjr060502j/(B)(4)) was deployed to extend the device distally. It was reported that hemostasis was obtained, and vital signs were stable. The patient tolerated the procedure. On (B)(6) 2021, in the morning, the patient¿s condition suddenly changed. The patient underwent reintervention. Re-bleeding was observed, and it was suspected due to type ii endoleak. Two additional viabahn (jhjr071502j/(B)(4), jhjr060502j/(B)(4)) and three additional vbx (bxa085901j/(B)(4), bxa085901j/(B)(4), bxal085901j/(B)(4)) were deployed from the aorta to the bilateral iliac arteries, using the covered endovascular reconstruction of the aortic bifurcation (cerab) technique to cover the lumbar artery and contralateral internal iliac artery, these may be communicating near the bleeding site. It was reported no endoleak was observed. The patient tolerated the procedure. On (B)(6) 2021, it was reported the patient expired. No cause of death, the presence of autopsy, and the physician comment were available.